Manufacturer narrative:
The thermogard xp ivtm system in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) displayed tcmid:02 (ce danfoss error) error message during patient treatment. They brought in another console to continue ivtm therapy. No additional information was provided. Patient's status information was requested but the customer did not provide a response.